Event description:
It was reported that this right ventricular (rv) lead oversensed noise resulting in the delivery of inappropriate anti-tachycardia pacing (atp) as well as a drop in impedance and sensing. Technical services (ts) indicated that this was likely indicative of a lead issue. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise resulting in the delivery of inappropriate anti-tachycardia pacing (atp) as well as a drop in impedance and sensing. Technical services (ts) indicated that this was likely indicative of a lead issue. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that indicated that therapy settings were reprogrammed, and the physician is working with the patient to decide on a lead revision date and will continue to monitor. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was also exhibiting high pacing thresholds. This rv lead was subsequently surgically abandoned, and a new rv lead was implanted. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise resulting in the delivery of inappropriate anti-tachycardia pacing (atp) as well as a drop in impedance and sensing. Technical services (ts) indicated that this was likely indicative of a lead issue. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that indicated that therapy settings were reprogrammed, and the physician is working with the patient to decide on a lead revision date and will continue to monitor. No adverse patient effects were reported. This rv lead remains in service.